Manufacturer narrative:
Additional info received on 05 jan 2025. The correct suspect product is 2328302408, model: icb00.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: jan 28, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the lens was received coated in viscoelastic residue and presented with a portion of the lens edge damaged, a haptic detached, and damage to the optic body. The lens was cleaned revealing no further issues. The haptic width and thickness of the attached haptic was inspected and were in specification. The complaint issue was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable as the lens was inserted then removed and replaced in the same procedure. Section d6b: if explanted, give date: not applicable as the lens was inserted then removed and replaced in the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of a preloaded monofocal intraocular lens (iol) haptic broke during implantation into the eye and could not be centered after implantation in the eye. The lens was cut off and replaced with a new intraocular lens. No further information available.